Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the capsule failed to attach to the patient's esophagus. There was no harm caused to the patient. A repeat procedure was performed. No intervention was required. There was nothing unusual about patient or procedure. An endoscopy had been performed prior to this procedure and the esophagus appeared to be normal. Lubricant was used to facilitate capsule placement. No other known adverse events were reported.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not returned with the delivery device. Visual inspection did not reveal any damage of the delivery device, and it appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications.